Event description:
It was reported that intermittent ventricular undersensing of fine ventricular fibrillation was observed. The device ultimately detected the vf and delivered therapy. Device was explanted and replaced. No patient symptoms were noted.